Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that while at home, the pt experienced device alarming. The system controller was changed out, but this did not resolve the reported alarms. Vent filter analysis, waveform and pump sounds were evaluated by the manufacturer. A decision was made by the hospital to replace the lvad with another lvad. The device was successfully exchanged with another lvad, and pt remains ongoing without any further issue.

Manufacturer narrative:
The explanted device will be returned to the manufacturer for eval. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.